Event description:
It was reported that a clearlink continu-flo solution set caused a downstream occlusion pump alarm. The alarm occurred in the oncology department during patient infusion of chemotherapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6, h11. Correction: d4: model #. H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including pressure, clear passage, and priming were performed and no issues were observed. The sample was connected to an in-lab spectrum iq pump simulating the usage process and no defects were observed. The reported condition was not verified for the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.